Event description:
It was reported that a user experienced a dexcom g7 sensor that would not display blood glucose readings or pair with the ilet after a new sensor was applied, despite guidance to toggle communication settings and pass a magnet over the sensor; the user subsequently started a replacement sensor that entered warm-up. Symptoms included no sensor glucose data available to the ilet. Outcomes included temporary loss of cgm data to the pump with user-initiated replacement and continuation of warm-up on the new sensor, without medical intervention or hospitalization. Investigation included technical support troubleshooting and user education. Investigation of this case revealed a failure to establish or maintain communication between the cgm sensor and the ilet. It was concluded that the event was consistent with a cgm sensor or communication malfunction with resolution through sensor replacement and re-pairing steps.